Manufacturer narrative:
Concomitant medical products: 0185 lead; implanted (B)(6) 2007; 310c31 tissue valve; implanted (B)(6) 2017; 429888 lead; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received an inappropriate shock for supra ventricular tachycardia (svt) that the device classified as ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.